Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced insulin leaking associated with the reservoir/cartridge, where insulin went behind the plunger and delivery was not occurring and with a blood glucose of 250 mg/dl. The user had been attaching the adapter to the cartridge before inserting it into the pump and was instructed on the correct supply change steps, after which they replaced the supplies and glucose returned to range. Symptoms included hyperglycemia without reported symptoms. Outcomes included a missed dose without medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a leak/splash device problem involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error.